Manufacturer narrative:
Final analysis found the pulse generator to be in back-up model due to multiple flipped bits. The device was at end- of-life (eol) due to normal battery depletion. After re- placing the battery and downloading the product code the device functioned normally.